Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced ongoing pelvic and vaginal pain, bleeding, erosion/extrusion, ongoing urinary incontinence, bowel problems, dyspareunia, revision surgery, disfigurement and scarring. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.